Event description:
A report was received that a pt developed an infection at the midline incision. The physician removed the suture. The physician believes that the pt may have been allergic to the suture. The pt was placed on oral antibiotics.

Manufacturer narrative:
The explanted suture was not returned to bsn because, they were discarded by the medical facility. A review of the mfg documentation of the devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the devices found them to be satisfactory.